Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change - out procedure due to normal eri. The left ventricular lead exhibited chronic high threshold on all vectors and was being monitored in clinic for years. During the generator change out procedure, the left ventricular lead was also capped on (B)(6) 2019 and a new lead was implanted. The patient was stable before, during and after the procedure.